Manufacturer narrative:
On march 27, 2019 immucor technical support used a remote electronic connection method to assess event log and found the camera report optimal, and no errors on day of testing. On march 29, 2019 an immucor field service technician inspected echo instrument serial number (B)(4) at the customer facility. The technician performed an unexpected reaction check list for the instrument, and cleaned the probe housing, rinse/wash station, centrifuge housing, and manifold. The technician then ran the sample in question with negative results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative antibody screening results with capture-r ready-screen 3 on the echo instrument.